Event description:
It was reported the light source exhibited some pixels in the image that flickered in various colors. The event occurred during a gastroscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.